Event description:
It was reported to medtronic minimed that the customer alleged inpen not pairing to mobile device. The customer reported no adverse event. The event involved product mmt-8060. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-8060.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- as per notes there is no reportable scenario for the pairing issue as per reportability criteria, so here event submitted under regulatory report 3012822846-2025-00830 is not-reportable.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer is using iphone 16 with inpen version8.0.0.22. Customer states that they are unable to pair the inpen with the mobile app. After conducting a thorough investigation, we have found that the most probable root cause for the issue is that an issue with the inpen device. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Clear storage by going to following setting : setting > general > iphone storage > inpen > offload app uninstall the application normally. Remove the pump from the bluetooth settings. Restart the phone. Install the inpen app. Wait 10 minutes. Open the app and attempt pairing again. If issue is not resolved, wait 15 minutes and try all steps again. If recommended steps doesn¿t work, please get inpen replaced for the customer. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.